Manufacturer narrative:
The insulin pump received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. Passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display, no battery out limit alarm and no low battery alert noted during testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced blank display and battery out limit alarm. The customer's blood glucose reading was 227 mg/dl. The customer stated that she put in a new battery and received a black screen. The customer stated that the pump alarmed battery out limit after battery change. The insulin pump was returned for analysis.